Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and was treated with pen. Patient experienced bent cannula due to infusion set was inserted into insufficient subcutaneous tissue.